Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6 (type of investigation, investigation findings). The reason for the reported revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition and/or surgical procedure. Additionally, infection is a known surgical risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10: 02-020-12-0220 - truliant ps por fem ps por left sz 2: (B)(6). 02-022-35-2011 - truliant tib imp ps insert sz 2 11mm: (B)(6). 02-022-55-2020 - truliant por tib tray size 2f/2t: (B)(6). 200-07-29 - advanced patella 29m 3 peg implant: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total knee replacement on the left side. Subsequently, the patient experienced a wound with purulent drainage. As a result, approximately 1 month after initial replacement, she was prescribed medication. No further impact to the patient was reported. No other information is available.